Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found pacing current drain levels were normal. Further testing did not find any anomalies with the device or the hybrid; the hybrid had nominal current drain. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.